Event description:
It was reported that a male patient, underwent an idiopathic ventricular tachycardia procedure with a thermocool® smarttouch® uni-directional navigation catheter and suffered cardiac tamponade which required pericardiocentesis. The patient¿s medical history is unknown. The patient was reported to be in stable condition at the time the complaint was reported. The physician¿s opinion regarding the cause of this adverse event is that this occurred before ablation. Although, no product malfunction was reported, however the physician thinks that it could possibly be due to smarttouch catheter stiffness in comparison to other catheters. Settings during the event include: power control mode with 35 watts settings, irrigation flow of 2ml/min during mapping and 30 ml/min ablating and an 8.5 f agilis medium curl sheath was used.

Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. The device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Since the lot number is unknown, the full UDI number cannot be provided. Bwi concomitant products used: product name: carto® 3 system, serial #: (B)(4), us catalog #: fg540000. Product name: stockert 70 rf generator, serial #: (B)(4), us catalog #: s7002. Product name: coolflow® irrigation pump, serial #: (B)(4), us catalog #: cfp002. Non-bwi products used: brk extra sharp needle and 8.5 f agilis medium curl sheath (st. Jude medical). (B)(4).